Event description:
Allegedly, patient was revised due to dislocation , subluxation and malalignment stem. Revision njr number:(B)(4). Side:r . Primary asa: p2 - mild disease not incapacitating. No information provided for stem. Additional information received on 10/08/2020 from (B)(6): adding a new incident for the stem with partial product information additional information received on 11/09/2020 from (B)(6) : adding stem product number and lot batch. Mhra reference no: (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation , subluxation and malalignment stem. Revision njr number: (B)(6). Side: r. Primary asa: p2 - mild disease not incapacitating. No information provided for stem. Additional information received on 10/08/2020 from (B)(6): adding a new incident for the stem with partial product information.